Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
It was reported that an unspecified malfunction occurred. The date of the event is an approximation. According to a report received through the insulet customer service team, the patient stated that on (B)(6) 2026, she presented to the emergency room due to a communication issue between her omnipod 5 pod and dexcom g6 sensor. She reported that she was using the same pod when the sensor failed to communicate, which directly impacted automated insulin delivery (aid). As a result, her blood glucose level rose to over 600 mg/dl. The patient reported that the issue began on (B)(6) 2026. By the following day, she experienced vomiting for more than three hours, nausea lasting approximately 24 hours, and ultimately sought medical attention. No information was provided regarding dexcom screen behavior, estimated glucose values (egv), alert activity, or alarm notifications. Additionally, there was no indication of whether the patient was aware of her hyperglycemia, performed fingerstick bg testing, or attempted any self-treatment prior to seeking care. The patient was diagnosed with diabetic ketoacidosis (dka) and remained hospitalized from (B)(6) 2026 to (B)(6) 2026. During her hospitalization, she received continuous monitoring, IV medications, and insulin therapy until her glucose levels stabilized. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was provided on 05/11/2026. An account is visible for data investigation; however, there is no data available near the reported event date. Confirmation of the complaint is undetermined via data. The probable cause could not be determined via data. No additional patient or event information is available.